Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke during an infusion of tpn (greater than 100mls) that was administering for 12 hours. There were no obvious symptoms from this occurring although the fluids were changed from tpn to glucose due to more tpn being unavailable. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing set breaking was confirmed. Visual inspection noted that the silicone pump segment was separated from the lower fitment. No other abnormalities were observed. Functional testing was deemed unnecessary due to separation of the set's tubing. The root cause of the separation was not determined.